Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the tracers on one side of the imaging system were damaged as the navigation system was able to see trackers on one side of the imaging system. There was no patient present at the time of the issue.